Event description:
Patient reported their front teeth are sticking out and their lower teeth hits the back of the upper teeth when they bite down. Their right front teeth are more forward which is causing a lisp. Requested bite video and additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.